Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 6943-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the device replacement the right atrial (ra) lead had high thresholds, high impedance and failure to pace. Additionally the lead had a fracture. The lead was replaced. No patient complications have been reported as a result of this event.